Event description:
Patient is a resident of subacute unit. On (B)(6) 2024, patient was noted with leak and low volumes. Emergent trach change was performed. Medical doctor was called and medical doctor came to upsize patient's trach tube from s4cn65h to s8cn85h. Patient was placed back on mechanical ventilator with same settings, vital signs were stable.